Event description:
It was reported that the patients ipg is causing an increased recharge burden for the patient. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
A patient experienced recharge burden was reported to abbott. No intervention is scheduled at this time. As a result, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.